Manufacturer narrative:
Correction: missing b3.

Manufacturer narrative:
Correction: b5 and h6 for missing bradycardia and no mode switch on the rv lead.

Event description:
Related manufacturer reference number: 2017865-2023-35619. It was reported that the patient presented in clinic for a follow up due to bradycardia. Device interrogation revealed noise oversensing, automatic mode switch and high capture thresholds on the right ventricular (rv) lead and the atrial (ra) lead although no mode with was noted on the ra lead. Programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2023-35619. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, automatic mode switch and high capture thresholds on the right ventricular (rv) lead and the atrial (ra) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.